Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was receiving no delivery alarms on the insulin pump and her blood glucose was 535 mg/dl. Changing the set did not resolve the issue. One of the no delivery alarms was received during a bolus delivery attempt. Nothing further was reported.